Event description:
During routine testing of the device, the user reported the blood gas monitor generated an "f0a1" and "foa3" error code. The user reported the auxiliary board was replaced and is now operating to specifications. Since the event occurred during routine testing of the device, there was no patient involvement during this event.